Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was in a diabetic coma associated with an other non-specific malfunction allegation. The patient was treated in the hospital by their healthcare provider in the intensive care unit for two weeks, and in a diabetic coma for six days. It was alleged that "the pump stopped working sometime during the night of (B)(6), 2017". The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced an adverse event while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: a review of the black box showed a power interruption for an unknown reason. The pump was powered back on and no basal deliveries or bolus deliveries were made before an unexplained power interruption. The deliveries were never resumed. No physical damage was found to the battery cap or battery compartment. The battery cap attached fully to the pump and was used for 24 hour testing. No power interruptions occurred during testing. No moisture/corrosion was found in the battery compartment. The returned battery cap measurements were within specifications. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.